Event description:
Per biotronik pt tracking, this system was explanted due to infection and has not been replaced. The entire system was returned for analysis. Setrox s 53, (B) (4), MDR 1028232-2010-00620; setrox s 53, (B) (4), MDR 1028232-2010-00621.